Event description:
It was reported that the pt underwent a pelvic surgery in 2004. A month later the pt presented with a 1cm x 1cm exposure of the mesh at the top of the anterior vagina. The pt was treated medically with colpotophine-opalgyne beginning same day. The pt underwent partial ablation of the mesh in 1/2005.